Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer treated their high blood glucose level with manual injection. Customer also reported that the insulin pump had recurring insulin flow blocked alarms. Customer¿s physician decided that they would discontinue insulin pump therapy. Customer could not do troubleshooting as the device was already returned. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed set.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm or occlusion - unknown timing not confirmed.